Event description:
Allegedly, patient underwent revision surgery on right hip due to corrosion at the neck-stem junction, pain and elevated cobalt and chromium levels. Dr. (B)(6) removed and replaced the wright profemur cocr modular neck, wright acetabular head, and polyethylene liner of plaintiff's artificial hip. Products not revised: partid: pha00242 profemur® z femoral stem s 6 cement less/ lot number: 0511353146/ qty:1.